Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned device found that the aim-arm 130° f/stat dist lock was broken from the knob, the broken fragments were returned for evaluation. Confirming the reported allegation. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces.  Additionally the subcomponent buttress/compr-nut was missing. A root cause for this condition cannot be establish. The overall complaint was confirmed as the observed condition of the aim-arm 130° f/stat dist lock would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Drawing/specifications reviewed se_434587 rev. I current, rev. H manufactured. Dimensional inspection: n/a. H4, h6 part# 03.037.013, lot # l697112, manufacturing site: werk hägendorf , supplier: na, release to warehouse date: 09 feb 2018 , expiration date: na . A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on nov 24, 2023 during a tfna case, the surgeon applied compression as outlined in the technique guide and the knob on the 130 degree aiming arm broke in half. The pieces of the knob were recovered and are ready to send back for a new one. The procedure was successfully completed with a surgical delay of 30 minutes. There was generation of broken fragments but the broken fragments were retrieved. There was no patient consequences. This report is for one (1) aim-arm 130° f/stat dist lock. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h4, h6 the product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that 03.037.013, 130 deg aiming arm had the knob broken in two pieces, fragments are visible in the evidence provided.. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 03.037.013, 130 deg aiming arm would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H4, h6. Part # 03.037.013. Lot # l697112. Manufacturing site: werk hagendorf. Release to warehouse date : 22 jan 2018. Expiration date: n/a. Supplier: n/a. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.